Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: v517592, implanted: (B)(6) 2010, explanted: (B)(6) 2021, product type: lead. Product ID: 3889-28, lot#: v517592, implanted: (B)(6) 2010, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 21-jul-2014, UDI#: (B)(4); product ID: 3889-28, serial/lot #: (B)(4), ubd: 21-jul-2014, UDI#: (B)(4). Please note that this device was used in an off-label manner, as it was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with bilateral leads for urinary dysfunction/sacral nerve stimulation. It was reported that there were partially explanted leads (lead fragments) that were left in the patient's body on (B)(6) 2021. The rep reported that the¿physician had informed them that 2 lead fragments were left in the patient's body when the hcp removed the bilateral leads. The rep noted that they had not been present for the removal but noted that the physician was informed that the patient could not have an MRI; if the patient needed an MRI in the future, they would need to be referred to a neurosurgeon to remove the fragments prior to the MRI. The rep reported that the issue had been resolved at the time of the report and that the hcp had no further information for the manufacturer company. There were no patient symptoms reported and no further complications were reported at this time. Additional information was received from a manufacturer representative (rep). The rep reported that there was no patient harm or symptoms related to the lead being left inside the patient's body. When asked if any additional surgery would be done to remove the component in the future, they responded, "no, not at this time." The cause of the two lead fragments being left behind in the patient's body when the physician removed the bilateral leads was determined. The lead broke. When asked what most likely caused or contributed to the issue, they replied the fragment was unable to be retrieved.